Event description:
A customer reported they inadvertently cleaned scopes in cidex opa for 5 minutes instead of 12 mintues. The facility does not know how many scopes, if any, were used on their pts before the error was noticed. The facility is conducting an internal investigation on this event. Asp queried the facility to determine if there were any pt-related events and has not received any follow-up information to date.